Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over infusing. They stated that they overfill the IV bag but that it empties completely during the last dose of the infusion. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4)